Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. B97494) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and pap smear abnormal. Previously administered products included for an unreported indication: mirena. Concomitant products included alprazolam (xanax), ketorolac tromethamine (toradol) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced sciatica ("sciatica pain"). The patient was treated with surgery on (B)(6) 2018. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and sciatica outcome was unknown. The reporter considered medical device removal and sciatica to be related to essure. The reporter commented: discrepancy in essure insertion dates : (B)(6) 2013 (per summon) and (B)(6) 2015(per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded). Conclusion: occlusion of the fallopian tubes bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. B97494) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and pap smear abnormal. Previously administered products included for an unreported indication: mirena. Concomitant products included alprazolam (xanax), ketorolac tromethamine (toradol) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced sciatica ("sciatica pain"). The patient was treated with surgery on (B)(6) 2018. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and sciatica outcome was unknown. The reporter considered medical device removal and sciatica to be related to essure. The reporter commented: discrepancy in essure insertion dates: (B)(6) 2013 (per summon) and (B)(6) 2015(per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded). Conclusion: occlusion of the fallopian tubes bilaterally. Most recent follow-up information incorporated above includes: on 15-jul-2019: pfs and mr received: previously reported event "injury to herself" was deleted and was updated to new events. Following event was added: sciatica pain, medical device removal. Lot number added. Reporter information added. Medical history and concomitant products added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.